Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a flow sensor failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the philips hospital respiratory care (hrc) account manager that following a software upgrade, the flow sensor failed. In a good faith effort (gfe) from the hrc account manager, it was stated that the customer was dissatisfied that the possibility of the flow sensor failing following the software upgrade was not communicated. Due to the price of the flow sensor and its current unavailability as a result of backorders, the customer is dissatisfied that a previously operable device was put out of service indefinitely. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received on 26jun2023, it was stated by the customer that there was no sensor failure or device put out of service as a result of a software upgrade. Multiple gfe attempts were made following this statement, and it was once again stated in a gfe response from the customer received on (B)(6) 2023, that there was no device issue following the software upgrade. The customer expressed their desire to close this record, so no further gfe attempts will be made. The only confirmed customer issue is the complaint of the possibility for a device to be put out of service as a result of the software upgrade. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.